Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was over 400 mg/dl and hospitalization. The customer was assisted with troubleshooting for high blood glucose. Customer had symptoms like feeling sick or unwell flu like tired or weak, increased thirst and other frequent urination. The customer stated that there ketone test was positive. The customer was treated with manual injection and intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 5.2a, retainer ring = black. Customer returned pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022 (per ss event date) however, the customer's note states that the customer had visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 18-aug-2022, there was no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (28.1 u). (B)(6) 2022 05:20:39.000 normalbolusdelivered (220), normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). (B)(6) 2022 09:22:17.000 normalbolusdelivered (220), normalbolusamountprogrammed: 45000 (4.5 u), bolusamountdelivered: 45000 (4.5 u). (B)(6) 2022 13:01:49.000 normalbolusdelivered (220), normalbolusamountprogrammed: 52000 (5.2 u). Bolusamountdelivered: 52000 (5.2 u), (B)(6) 2022 14:39:55.000 normalbolusdelivered (220), normalbolusamountprogrammed: 37000 (3.7 u), bolusamountdelivered: 37000 (3.7 u). (B)(6) 2022 19:27:27.000 normalbolusdelivered (220), normalbolusamountprogrammed: 34000 (3.4 u), bolusamountdelivered: 34000 (3.4 u). (B)(6) 2022 21:02:35.000 normalbolusdelivered (220), normalbolusamountprogrammed: 54000 (5.4 u), bolusamountdelivered: 54000 (5.4 u). (B)(6) 2022 23:57:15.000 normalbolusdelivered (220), normalbolusamountprogrammed: 29000 (2.9 u), bolusamountdelivered: 29000 (2.9 u). In further full review of the pump history/traces as per customer's note dated on (B)(6) 2022, no delivery alarm/insulin flow blocked alarm was noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (27 u). (B)(6) 2022 01:29:53.000 normalbolusdelivered (220), normalbolusamountprogrammed: 35000 (3.5 u), bolusamountdelivered: 15500 (1.55 u). (B)(6) 2022 01:32:13.000 normalbolusdelivered (220), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2 u), (B)(6) 2022 05:30:49.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). (B)(6) 2022 10:34:17.000 normalbolusdelivered (220), normalbolusamountprogrammed: 65000 (6.5 u), bolusamountdelivered: 64500 (6.45 u). (B)(6) 2022 12:04:41.000 normalbolusdelivered (220), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2 u). (B)(6) 2022 13:41:25.000 normalbolusdelivered (220), normalbolusamountprogrammed: 70000 (7 u), bolusamountdelivered: 70000 (7 u). (B)(6) 2022 17:35:13.000 normalbolusdelivered (220), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2u). .(B)(6) 2022 21:11:37.000 normalbolusdelivered (220), normalbolusamountprogrammed: 30000 (3u), bolusamountdelivered: 30000 (3u). No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2022 01:29:53.000, (B)(6) 2022 10:34:17.000 during bolus wizard delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the second follow up report in section g4 was was submitted with incorrect 'aware date'. The aware date should be considered as '09-feb-2023'.

Event description:
This case is for the high blood glucose and diabetic ketoacidosis event on august 25, 2022. Please see (B)(4) for the high blood glucose event on august 29, 2022. Customer reported having high blood glucose 400+mg/dl and diabetic ketoacidosis and visiting the emergency room and being hospitalized on (B)(6) 2022 at 07:00. Customer was feeling sick/unwell, had flu-like symptoms, was tired/weak, had increased thirst, and frequent urination. Customer had ketones. Customer had treated with manual injection. Customer was treated with insulin drip in the hospital. Customer said settings had been changed recently. During troubleshooting, pump passed displacement test and high pressure test. Customer alleged under delivery.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to treatment code has been updated and provided in h6 section of this report.

Event description:
This case is for the high blood glucose and diabetic ketoacidosis event on august 25, 2022. Please see (B)(4) for the high blood glucose event on august 29, 2022. Customer reported having high blood glucose 400+mg/dl and diabetic ketoacidosis and visiting the emergency room and being hospitalized on (B)(4), 2022 at 07:00. Customer was feeling sick/unwell, had flu-like symptoms, was tired/weak, had increased thirst, and frequent urination. Customer had ketones. Customer had treated with manual injection. Customer was treated with insulin drip in the hospital. Customer said settings had been changed recently. During troubleshooting, pump passed displacement test and high pressure test. Customer alleged under delivery.

Manufacturer narrative:
Customer returned pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022 (per ss event date) however, the customer's note states that the customer had visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 18-aug-2022, there was no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (28.1 u). 08/18/2022 05:20:39.000 normalbolusdelivered (220) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 08/18/2022 09:22:17.000 normalbolusdelivered (220) normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) 08/18/2022 13:01:49.000 normalbolusdelivered (220) normalbolusamountprogrammed: 52000 (5.2 u) bolusamountdelivered: 52000 (5.2 u) 08/18/2022 14:39:55.000 normalbolusdelivered (220) normalbolusamountprogrammed: 37000 (3.7 u) bolusamountdelivered: 37000 (3.7 u) 08/18/2022 19:27:27.000 normalbolusdelivered (220) normalbolusamountprogrammed: 34000 (3.4 u) bolusamountdelivered: 34000 (3.4 u) 08/18/2022 21:02:35.000 normalbolusdelivered (220) normalbolusamountprogrammed: 54000 (5.4 u) bolusamountdelivered: 54000 (5.4 u) 08/18/2022 23:57:15.000 normalbolusdelivered (220) normalbolusamountprogrammed: 29000 (2.9 u) bolusamountdelivered: 29000 (2.9 u). In further full review of the pump history/traces as per customer's note dated on 25-aug-2022, no delivery alarm/insulin flow blocked alarm was noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (27 u). 08/25/2022 01:29:53.000 normalbolusdelivered (220) normalbolusamountprogrammed: 35000 (3.5 u) bolusamountdelivered: 15500 (1.55 u) 08/25/2022 01:32:13.000 normalbolusdelivered (220) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 08/25/2022 05:30:49.000 normalbolusdelivered (220) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 08/25/2022 10:34:17.000 normalbolusdelivered (220) normalbolusamountprogrammed: 65000 (6.5 u) bolusamountdelivered: 64500 (6.45 u) 08/25/2022 12:04:41.000 normalbolusdelivered (220) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 08/25/2022 13:41:25.000 normalbolusdelivered (220) normalbolusamountprogrammed: 70000 (7 u) bolusamountdelivered: 70000 (7 u) 08/25/2022 17:35:13.000 normalbolusdelivered (220) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 08/25/2022 21:11:37.000 normalbolusdelivered (220) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u). No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 08/25/2022 01:29:53.000, 08/25/2022 10:34:17.000 during bolus wizard delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.